Manufacturer narrative:
As of 08/26/2024, manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 08/01/2024, the consumer stated that the product took the skin off her leg, and she went to the doctor.